Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with only the connector portion of the lead was returned for analysis. External insulation abrasion was noted at 18.9 cm to 19.0 cm and 19.3 cm to 19.5 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at these locations. Other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.